Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device was unable to recognize an open door preventing it from powering on via door opening (slide clamp insertion). Evaluation reproduced the reported symptom of "inserting slide clamp does not initiate pump, and loaded tube not recognized". The device was unable to recognize an open door preventing it from powering on via door opening (slide clamp insertion). The symptom was found to be caused by a failed upper auxiliary. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had a loaded tube not recognize and the inserted slide clamp did not initiate pump. There was no patient involvement. No additional information is available.